Event description:
On (B)(6) 2025, a patient was undergoing a catheter placement procedure, for an unknown medical condition. During the procedure, it was reported that, the catheter was allegedly found leaking. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 19cm glidepath d/l catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. Hydrostatic pressure was applied by clamping the distal end of the catheter while infusing to observe for leaks and no leaks were observed throughout both tests. Therefore, the investigation is inconclusive for the reported fluid leak as the sample evaluation results indicating no difficulty/issue under laboratory conditions may not be representative of the condition of the device during use. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h3, h4, h6 (method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was undergoing a catheter placement procedure, for an unknown medical condition. During the procedure, it was reported that, the catheter was allegedly found leaking. There was no reported patient injury.